Manufacturer narrative:
Intuitive has received the permanent cautery spatula with this complaint and completed the investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the distal clevis broken. The broken piece was not returned, measuring roughly 0.27¿ x 0.25¿ and 0.04" x 0.03" in size. This failure is most commonly caused by overloading at the instrument tip.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the permanent cautery spatula was broken. The instrument expired before the lives can be used. There was no patient involvement.